Manufacturer narrative:
Other text: d3, g1,2 email is: regulatory.responses@icumed.com. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump was returned to facility tuesday, june 20th because of chemo spill. The pump itself is currently bagged up in a ziplock bag with leaking chemo dose. Asked facility to send back reservoir and tubing as well. Patient was not harmed. Chemoclave spinning spiros item 20130-01 was also used. Customer confirmed that one cassette and one administration set were sent back. Chemoclave was not received.